Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID n EU_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The consumer reported a lack of effect since implant; there was a "sudden" change in therapy or symptoms. The consumer could not feel stimulation "hardly at all" but could during the trial. During the trial, the patient got up once a night but now was getting up 4 times. Stimulation could not be increased on program 1 past 6 volts as the upper limit reached screen was seen. The patient was advised to follow-up with healthcare provider (hcp) regarding their settings. Cause, troubleshooting, actions, and patient outcome remain unknown. Follow-up is being conducted to obtain additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturer's representative reported that 3 different programs were tried to resolve the lack of stim and not receiving effective therapy. The issues were not resolved.

Event description:
Additional information from the consumer reported that reprogramming was done to resolve the patient not feeling stimulation and not receiving effective therapy. The issues were not resolved.